Event description:
It was reported that physician has observed multiple long term vns patients having been referred to ent physicians to be suddenly diagnosed with vocal cord paralysis on their vns side. No other relevant information has been received to date. This MDR houses the report of vocal cord paralysis for one unknown patient. MFR ref #1644487-2022-01193 houses the report of vocal cord paralysis for another unknown patient, as the physician indicated this occurred with more than one patient.

Manufacturer narrative:
B3. Date of event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that two patient's experiencing vocal cord paralysis have been identified. The patient described in this report was administered botox to help treat the vocal cord paralysis. No other relevant information has been received to date. The other patient that was identified will be captured in MFR ref#: 1644487-2022-01193.

Manufacturer narrative:
Corrected information; supplemental MDR #2 inadvertently omitting the following information: b4. Date of this report: 11/29/2022. F7. Type of report: follow-up ¿ not checked. G2. Report source: company representative.

Event description:
Information was received from the physician that the patient saw an ent who diagnosed her with left vocal cord paralysis. The physician attributes the paralysis to presence of the vns. No additional relevant information has been received to date.

Event description:
It was reported that the generator was replaced prophylactically. No other relevant information has been received to date. The explanted generator has not been received by the manufacturer to date. The suspect product remains implanted.